Event description:
The following was reported to hamilton medical ag: occurs while testing the machine.hamilton c1 can not be turn on. Battery con not charge. After exchange new power supply . Hamilton c1 can be turn on. And battery can be charge. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).